Manufacturer narrative:
(B)(4). The customer returned one rusch polaris fo su medium handle (44402) for evaluation. Visual inspection confirmed that the handle was broken. The plastic around the metal rod which the blade mounts to was broken off on one side of the handle. The piece broken off was not returned. Damage seen is similar to the failure mode captured under a previous supplier corrective action request (scar). Functional inspection was performed by attaching a lab inventory emerald rusch miller 2 blade to the returned handle. Although the handle was damaged, the blade could still be attached and the led was working. The instructions provided on the label of this device state, "check functionality by pressing the led (can also be check while handle is still in packaging). Mount blade and click into place. Lift blade and verify illumination." A review of the declaration of conformity (doc) found that the handle passed all the release criteria. The device was released in 06/2020 and is less than one year old. The complaint of a broken handle has been confirmed by a complaint investigation of the returned sample. The plastic around the metal rod which the blade mounts to was broken off on one side of the handle. The piece broken off was not returned. Based on the complaint sample returned, the root cause of this compliant is likely supplier related. A scar has previously been initiated to further investigate this failure mode. The root cause has not yet been determined.

Event description:
It was reported "dr. (B)(6) was intubating and the handle cracked. The piece of plastic didn't come off until after the intubation". No patient desaturation reported. No injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "dr. (B)(6) was intubating and the handle cracked. The piece of plastic didn't come off until after the intubation". No patient desaturation reported. No injury or harm reported. Patient condition reported as "fine".